Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's case manager reported via phone call that the insulin pump was not working. The customer¿s blood glucose was unknown. Customer cannot select any other options on the pump except suspend delivery. Customer reported that the insulin pump's screen not frozen and can press on buttons, can scroll up and down but the only option that can be selected was suspend delivery. All other options in the menu are grayed out and cannot do self test because they cannot select utilities. The insulin pump will be returned for analysis.